Event description:
It was reported case was normal until the tail end of burring the tibia. Doctor wanted to move tibial lateral 2mm. Pressed the change implant button in the top left and an error popped up stating handpiece connection error, it was either connection or motor error. Dismissed error and went to planning screen, moved the tibia over 2mm and tried to go back into remove bone and the button was blacked out, couldn't push remove bone to go back into cutting. Doctor finished cuts by rasping the eminence ridge over another 2mm freehand. Tried disconnecting and reconnecting handpiece and drill. Issue happened when trying to go back into remove bone. The button was blacked out and it didn't allow to continue removing bone.

Manufacturer narrative:
H10: h3, h6: the device was used in treatment and only the log files were returned for evaluation. The initial visual evaluation was performed by reviewing the returned log files which found that an "over current" error had occurred. There was no serial number provided for the DHR review of the siu so it could not be concluded if the device met the manufacturing specifications. A complaint history review found similar reports of the issue. This issue will continue to be monitored.the surgical technique guide released at the time of the complaint provide instructions on troubleshooting information on the navio surgical system to provide solutions for the most common problems. This failure is an identified failure mode within the risk file. The relationship of the device and the reported event has been established. The over current error that occurred was due to an issue in the siu. As a result, the root cause of the reported event was due to an electrical component failure.